Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirms one of the retaining rings is missing. The retaining ring was not returned with the device. This device shows signs of extreme wear/usage. This device was manufactured in 2013. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that, during an office inspection, it was noticed that the plastic white clip is missing on the spacer block. No case involved.